Event description:
Took out stem head and insert. Implanted rest mod and new insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. The following other hip devices were also listed in this report: unknown head; unknown liner; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).